Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the tip of the device was damaged. Therefore, the reported condition that the device something loose inside was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the craniotome device had something loose inside. During in-house engineering evaluation it was determined that the tip of the craniotome device was damaged, and the bearing was broken. It was further determined that the device failed pretest for cutter insertion assessment, and visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.